Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On november 19, 2018, the patient¿s relative contacted lifescan (lfs) (B)(6) alleging that the patient¿s onetouch select simple meter was reading inaccurately high compared to his feelings and/or normal readings. The following complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the product issue began on (B)(6) 2018 between 2 and 3 pm. The reporter stated that the patient obtained an alleged inaccurate high blood glucose reading of around ¿28 mmol/l¿ compared to his feelings/normal result(s). Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient usually manages his diabetes with insulin (self-adjuster) and informed the csr that they immediately injected an increased dose of insulin (type and dose unspecified) in response to the alleged elevated result. At an unspecified time after the issue occurred, the patient reportedly ¿fell into a coma¿. The patient was treated with a glucagon injection by his neighbor, which brought the patient out of the coma. The reporter informed the csr that the patient was then transported to the hospital by relatives. It was not reported if any other device had been used to check the patient¿s blood glucose levels. At the time of the call, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr was unable to troubleshoot the issue as the reporter did not have the subject meter and test strips available, because the patient has them with him in the hospital. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.